Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient allegedly experienced post-surgical complications after undergoing a da vinci surgical hysterectomy procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received additional information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2011. The legal document alleges the patient sustained post operative injuries, including rupture of the bladder, creation of fistula, and other physical and psychological sequelae as set forth in the medical record. Specific details of the da vinci surgery were not provided and the legal document does not any specific allegation of a malfunction of a da vinci system, instrument, or accessory that occurred during the reported surgical procedure.